Manufacturer narrative:
One device was evaluated, but the issue was not confirmed; no defect or malfunction was found. Section h codes have been updated. Because of this, the number of reported events has been changed from 11 to 10.

Event description:
This report summarizes 10 malfunction events, where it was reported the devices experienced unintended direction of the zoom or unintended excessive speed of the zoom. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 11 malfunction events, where it was reported the devices experienced unintended direction of the zoom or unintended excessive speed of the zoom. There was 1 event with patient involvement; no adverse consequences were reported.